Event description:
The user facility reported that a hose separated from the unit causing a large amount of water to leak out onto the floor. The user facility cleaned up the water and contacted steris. No injuries or procedural delays/cancellations reported.

Manufacturer narrative:
A steris service technician inspected the unit and found a separated hose with a 90 degree factory crimp fitting installed to the big blue housing inlet connection. The technician cut off the end of the hose, slipped it over the 90 degree fitting and tightened down with a worm clamp. A steris service technician returned to the user facility a few days later and observed the water pressure gauge to read over 100 psi and advised the user facility that the big blue housing is rated for a maximum of 90psi and requested they lower the pressure. The technician repaired the unit, ran a diagnostic and processing cycle and confirmed the unit to be operational.